Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Design of the device did not contribute to the reported issue of e116 error being observed, nor is it likely to be user handling. Root cause could not be conclusively determined, it is likely to be an accidental malfunction.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any more information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon testing, the device gave an e116 error. This was attributed to a video board with a faulty graphics processing unit (gpu). There was no other issue found.

Event description:
As reported for this event, during receipt inspection of the device, an e116 error was observed. The light source was immediately turned off. Then turned on again in a little while. The problem was still there so it was turned off immediately once more. No other devices were involved in the event. There is no patient involvement.